Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. Therefore, there are no products expected to return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A review of the site's system logs for the reported procedure date did not find any errors that are relevant to the reported event. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: "a 63-year-old patient underwent an ion endoluminal biopsy as part of a clinical study on [date redacted]. The procedure was completed without issue and the patient was discharged home the same day. The patient was diagnosed with a lung adenocarcinoma. The patient was hospitalized about 3 weeks later from [dates redacted] with anemia, acute kidney injury and hyperkalemia in the setting of coffee ground emesis. The bleeding was ultimately attributed to epistaxis. His course was also complicated by a non-st elevation mi in the setting of anemia which resolved with supportive care and did not require cardiac catheterization. He improved with supportive measures with no further bleeding remaining hemodynamically stable and was discharged home. Based on the available data the events were neither procedure nor device related but due to extensive underlying medical conditions including coronary artery disease, aortic dissection s/p tevar, atrial flutter on dual antiplatelet therapy, cirrhosis, hepatitis c, avm with prior gi bleed, renal cell carcinoma post nephrectomy and lung cancer and was neither procedure nor device related. The event was identified as part of a clinical study."

Event description:
A patient who was enrolled in a study (ion registry) underwent an ion lung biopsy. The patient returned to the emergency department (ed) on post-operative day 22 for complaints of left-sided chest pain that radiated to his back, as well as his abdomen, and was hospitalized for eight days. The biopsy was of a single lung right upper lobe lesion (8 x 11 x 8 mm) and was 32 mm from the pleura. Tools used were a 21g flexision needle, a cytology brush, and forceps. The procedure time was 58 minutes and was completed utilizing ion without any reported device malfunctions. The biopsy results were malignant adenocarcinoma, stage ia2. The study investigator reported the event as a ctcae grade 3, not related to the ion system or procedure, but probably related to the patient's existing conditions. Brief summary of hospital course for discharge: the patient, former smoker [date redacted], with history of coronary artery disease/myocardial infarction, chronic obstructive pulmonary disease, hypertension, type n aortic dissection status-post a thoracic endovascular aortic repair (tevar) x 2 with extension [date redacted], a-flutter (on asa/plavix and not on therapeutic anti-coagulation per patient preference), cirrhosis, hepatitis c, gastrointestinal bleed (gi)/ateriovenous malformation (avm), renal cell carcinoma status-post right nephrectomy [date redacted] and recent diagnosis of pulmonary adenocarcinoma with a scheduled appointment to follow up with radiation oncology on [date redacted] who was admitted on [date redacted] for left-sided chest pain that radiated to his back as well as his abdomen. He stated this had been ongoing for a few days prior to presentation and was worse with inspiration. In the ed notable labs included potassium (k) 7.2 with an acute kidney injury (aki), hemoglobin (hg) 3.2, white blood cells (wbc) 16, and troponin 197. Two units of packed red blood cells (prbc) and insulin/dextrose/lokelma for hyperkalemia were given. The patient was taken for computed tomography (CT) aorta angiogram which showed a stable thoracic aortic aneurysm and no acute decompensation from the patient's prior study and no evidence of large or central pulmonary embolus. The patient was then admitted to the intensive care unit (ICU) for further management. The patient was resuscitated with intravenous fluids and prbc with improvement in his labs. The patient's acetylsalicylic acid (asa)/plavix were held and they were seen by cardiology and gastroenterology. The patient endorsed a month-long nosebleed (for which he had previously seen ear, nose and throat (ent)) which is what his anemia and coffee-ground emesis were attributed to. With stabilization of his hemoglobin and hematocrit (h & h) and no epistaxis seen he was restarted on dual antiplatelet therapy (dapt). He was continued on proton pump inhibitors (ppi) but gastroenterology did feel this bleed was gi in nature and no esophagogastroduodenoscopy (egd) was recommended. He completed 48 hours of heparin infusion for a non-st-segment elevation myocardial infarction (nstemi) with troponin peaking at 221. No signs of ischemia and heart catheterization was deferred. His hemoglobin and hematocrit remained stable, and he had no further signs of bleeding. His leukocytosis on admission was attributed to stress response, and he had no signs of infection, he did not require antibiotics during his admission. Throughout his stay the patient remained hemodynamically stable and on minimal oxygen (o2) requirements, from room air to 1 liter per nasal cannula. He endorses using o2 at home as needed with exertion. He was cleared by physical and occupational therapy (pt/ot) for safe discharge to home and was taking a regular diet. He has follow-up appointments scheduled with gi, radiation-oncology, pulmonology, and cardiology.